Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Information from user facility report #(B)(4) received on (B)(6) 2020: heartmate 3 left ventricular device (lvad) patient presents with fever and (B)(6) blood cultures within 24 hours of hospital discharge. Cultures eventually grew (B)(6). Over the course of a 3-week hospitalization, patient continued to have fevers despite IV antibiotics. We were unable to isolate the source despite cat scans, pet scan, lumbar puncture; lvad-related infection was presumed; bacteremia eventually cleared, and patient was discharged. Patient represented to hospital with (B)(6)bacteremia/fevers/tachycardia. Repeat infection workup included cat scan and pet scan which revealed fluid collection with gas around the lvad pump/outflow graft. Surgical I&d was performed using subxyphoid approach; purulent fluid was drained, and IV antibiotics were continued. These efforts suppressed the bacteremia for a period of ~3 weeks. Patient is not a candidate for lvad exchange or heart transplant due to comorbidities. Family decided to pursue palliative medicine/do-not-resuscitate. The patient re-presented to the hospital with (B)(6) bacteremia, fever and tachycardia. A infectious work-up including cat scan and pet scan. The resulted noted fluid collection with gas around the lvad pump/ outflow graft. A surgical I&d was performed using a subxphoid approach. The purulent fluid was drained and IV antibiotics were administered. The course of antibiotics was continued for 3 weeks. The family decided to pursue palliative medicine care. No further information was reported.

Event description:
The patient re-presented to the hospital with mrsa bacteremia, fevers, and tachycardia. A repeat infection workup included cat scan and pet scan which revealed fluid collection with gas around the lvad pump and outflow graft. A surgical incision and drainage was performed using a subxphoid approach. The purulent fluid was drained and IV antibiotics were administered. The course of antibiotics was continued for 3 weeks. These efforts suppressed the bacteremia for a period of approximately 3 weeks. The patient was not a candidate for pump exchange or heart transplant due to comorbidities. The family decided to pursue palliative care and the patient was put on do not resuscitate status. The patient had the following pre-existing conditions which may have contributed to the event: diabetes, stroke, coronary heart disease. Patient stroke was reported in (B)(4). It was reported through the patient outcome that the patient expired on (B)(6) 2020. Care was withdrawn. Additional information was requested. No additional information was provided.

Manufacturer narrative:
Section b5: patient stroke was reported under MFR # 2916596-2020-03038. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient re-presented to the hospital with methicillin-resistant staphylococcus aureus (mrsa) bacteremia, fevers, and tachycardia. A repeat infection workup included a cat scan and pet scan which revealed fluid collection with gas around the lvad pump and outflow graft. A surgical incision and drainage was performed using a subxiphoid approach. The purulent fluid was drained, and IV antibiotics were administered. The course of antibiotics was continued for 3 weeks. These efforts suppressed the bacteremia for a period of approximately 3 weeks. The family decided to pursue palliative care and the patient was put on do not resuscitate status. The patient ultimately expired on (B)(6) 2020. The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15mar2018. The hm3 lvas IFU lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.